Event description:
Programmable valve was implanted in the lp area and was damaged when the patient was sitting down on a chair. The valve was explanted and replaced. The surgeon was informed that this type of valve is not recommended to be implanted in the lp area.